Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in canada who received dilaudid (hydromorphone) 10 mg/ml at a dose of 4.502 mg/day and clonidine 1.750 mcg/ml at a dose of 787.8 mcg/day via an implantable pump. The patient¿s medications also included alugel, baclofen 5 mg bid, tramadol 200 mg hs, hydromorph contin 3 mgs bid, methadone 5 mg bid, glucophage 850 mgs bid, and pantoloc 40 mgs bid. The patient¿s medical history included ¿fbss¿, ponytail syndrome, and diabetes type ii. It was reported that during normal use on (B)(6) 2018 the patient heard pump alarm at 6:17 am and went to the emergency facility that day and was refused by the emergency. The patient went back home and was not able to reach anybody until tuesday ((B)(6) holiday). As reported, a motor recovery occurred on (B)(6) 2018 at 17:00. The patient went to the pain clinic on (B)(6) 2018 and was having withdrawal symptoms. Oxycodone po was given to the patient who returned home but was instructed to come back at the hospital the alarm was heard again. A motor stall occurred again on (B)(6) 2018 at 6:00 and recovered ¿at 16h¿ and another motor stall occurred (B)(6) 2018 at 23:56 and recovered (B)(6) 2018 but stalled again at night. As reported, there were no environmental, external, or patient factors that might have led or contributed to the issue. As a result, the pump was explanted and replaced on (B)(6) 2018. At the time of the report, the issue was reported as resolved and the patient¿s status was alive-no injury. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, (B)(4) , found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. Residue was observed on the gear shaft of the motor gear train. The interrogation print report indicated the pump was used to deliver hydromorphone (10.0mg/ml) and clonidine (1750.0mcg/ml). If information is provided in the future, a supplemental report will be issued.